Event description:
According to the reporter, during the total laparoscopic hysterectomy, when closing the vaginal cuff, the needle came off. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.